Event description:
It was reported that during a device change out procedure after the pocket was closed defibrillation threshold (dft) testing was performed, and the device was not able to convert ventricular tachycardia (vt) or ventricular fibrillation (vf) after the patient received three shocks. This device was then re-positioned and again the device was not successful in terminating induced vf. Technical services recommended getting x-rays. The day after implant, dft testing was performed, and the device was successfully able to convert induced vt and vf. The cause of the unsuccessful conversion was due to the medication propofol related to the procedure. At this time, the device remains in service. No additional adverse patient effects were reported.